Event description:
The field engineer reported that the system intermittently produced back images. This resulted in a loss of live images. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The old files were deleted and the system was allowed to rebuild the files. The system was then found to be operating as intended.